Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the pouch split open at the bottom with the specimen inside it while still inside the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: 6/24/ 2022 .batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm, were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned with the rest of the devices? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2022. Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. D9, h3, h6 (type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
(B)(4). Date sent: 8/19/2022 the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022.